Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that insulin pump was beeping a making a loud noise. Customer's blood glucose was 560 mg/dl. During troubleshooting, alarm history showed battery out alarm, signal too low alarm and an unexpected restart alarm. Customer reported that insulin pump was stored for an extended period of time and alarm occurred soon after battery was inserted. Customer was advised to monitor insulin pump and to call back should issue persist.